Event description:
Reporter noted occlusion error code occurred during case. Changed cassette with no improvement, then switched out unit to complete the case, using same handpiece. No patient injury.